Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced worsening frequency, urgency, microscopic hematuria, chronic cystitis, grade 2 rectocele, bladder lesion, urine loss and recurrent stress incontinence. Furthermore, it was reported that the plaintiff died. The cause of death was reported as hemorrhagic transformation of right posterior coronary artery infarct.